Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified sensor scan result that was lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms and only self-treated with insulin (type/dose unspecified) according to their medical guideline. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.